Manufacturer narrative:
Complaint information: on (B)(6) 2019, customer at (B)(6) reported signal loss of ambulatory patients on telemetry devices across 5th floor on pu-681ra with serial# (B)(6) . Service requested: assistance in troubleshooting. Service performed: nkts could duplicate the issue and assisted in troubleshooting. The issue was resolved by replacing the old power supplies of all the telemetry devices. Since user is responsible for changing old batteries of telemetry devices. The nature of the complaint will be identified as user error. The issue has been reported in following tickets repeatedly: ticket# (B)(4)with notification # 300189086. On (B)(6) 2019 customer reported issue of signal loss resulting in replacing old power supplies on a/ae-2400 the root cause of the issue was determined to be batteries. Ticket# (B)(4)with notification # 300188999. On (B)(6) 2019 customer reported issue of signal loss resulting in replacing old power supplies on a/ae-2400 the root cause of the issue was determined to be batteries. Investigation conclusion: root cause of the issue was identified to be user error due to bad batteries on the telemetry devices. The issue was resolved. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: medium. Additional model information: the following devices were being used in conjunction with the cns. D11 & c2: concomitant medical products. Tele devices: no models and serial numbers were provided. Org: no model and serial number was provided.

Event description:
The customer reported that the central nurse's station (cns) went into signal loss on the 5th floor while monitoring tele devices. No patient harm reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into signal loss on the 5th floor while monitoring tele devices. No patient harm reported. Nihon kohden sent the customer bsm-1700 devices with docking station to accommodate the customer while the signal loss is occurring to allow for patients to be monitored while ambulatory in place of tele devices. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following devices were being used in conjunction with the cns. Concomitant medical products. Tele devices: no models and serial numbers were provided. Org: no model and serial number was provided.

Event description:
The customer reported that the central nurse's station (cns) went into signal loss on the 5th floor while monitoring tele devices. No patient harm reported.